Event description:
It was reported that during preparation for a coronary drug eluting stenting procedure the stent struts were lifted, not crimped. When unpacking the taxus express2 2.5 x 24mm drug eluting stent for use, it was noticed that the stent struts were lifted and did not appear to be crimped correctly. No pt complications were reported as the device didn't have contact with the pt.